Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2026 recorded the pacing impedance around 400 ohms with a singular decrease to around 200 ohms in march 2026. The analysis of the provided iegm episodes from (B)(6) 2026 revealed artifacts on the rv channel leading to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that rv oversensing was noted via homemonitoring. The (B)(6) years old patient is reportedly pacemaker dependent and underwent a device replacement in (B)(6) 2024.